Manufacturer narrative:
(B)(4); 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged and contamination was found on the force sensor and lead screw. During testing, the load step stopped short at 197 units; this issue is not likely to cause an injury because patients are instructed to prime until drops are seen coming from the end of the tubing. Unrelated to the complaint, battery cap was found to be damaged and there was evidence of moisture and corrosion in the pump. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Evaluation revealed a damaged force sensor assembly and contamination on the force sensor. This report is being made based on the evaluation results.